Event description:
It was reported to philips that the ac led light for the device was not powering on due to a faulty ac module (d0702c / 015708). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.